Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's blower bellows, tubing fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced as a precaution due to minor contamination, which was not related to the malfunction/issue. Unit device's reinstalled software. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found there was evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced as a precaution due to minor contamination, which was not related to the malfunction/issue. Unit device's reinstalled software.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.